Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2017. The most recent information was received on 15-oct-2019. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('nickel allergy') and arthralgia ('joint pains') in a 47-year-old female patient who had essure (batch no. A02559) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), arthralgia (seriousness criterion medically significant), neck pain ("cervical pain") and fatigue ("fatigue"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, arthralgia, neck pain and fatigue outcome was unknown. The reporter provided no causality assessment for allergy to metals, arthralgia, fatigue and neck pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Amendment: the report was amended for the following reason: narrative amendment. No new follow-up information was received from the reporter. We received an invalid lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 26-oct-2017. The most recent information was received on 15-oct-2019. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('nickel allergy') and arthralgia ('joint pains') in a (B)(6)-year-old female patient who had essure (batch no. (B)(4)) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), arthralgia (seriousness criterion medically significant), neck pain ("cervical pain") and fatigue ("fatigue"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, arthralgia, neck pain and fatigue outcome was unknown. The reporter provided no causality assessment for allergy to metals, arthralgia, fatigue and neck pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 15-oct-2019: as per follow-up information received, case 2018-179555 (legacy device report num 2951250-2018-04119) was identified as a duplicate of this case. All the information from deleted case 2018-179555 has been transferred to this case. Essure was removed on (B)(6) 2018; new event nickel allergy added. We received an invalid lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.